Event description:
A malfunction was reported where a malfunction code appeared, but there were no notable events prior to it, and the customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support provided information on how to reset the pump and assisted the customer with this process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.